Event description:
Ous MDR. During the connection of a new pacemaker to an already implanted lead (type: stela ut 46/ela), intermittent pacing loss was reported. The pacemaker was then reprogrammed to unipolar pacing. The pacemaker remained implanted after successful pacing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the exiting production documents and the returned information. The manufacturing process of this device was checked. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. Based on the complaint, biotronik assumes the following situation: the pacemaker probably measured an incidence of low ohm values between the different and the indifferent pole of the lead. In response, the pacemaker switched to bipolar pacing. There was no malfunction of the pacemaker. The cause of the clinical complaint was probably a low-ohm value of the lead.